Event description:
The international customer reported the ventilator was alarming and not delivering tidal volume during use on a patient. The customer reported there was no patient harm. The distributor service engineer reported the device blower was replaced to address the reported problem.